Event description:
Discordant, falsely low sodium results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned the result(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was discovered that the bottle of integrated multisensor technology (imt) diluent had emptied while patient samples were being run. The customer replaced the imt diluent and the imt sensor. The tsc specialist discovered that when the imt sensor was changed, the dilution check correction factor also changed, and corrected a previous bias. The tsc specialist also learned that the customer was centrifuging patient samples for two minutes, which is outside the tube manufacturer specifications of ten minutes. The cause of the discordant, falsely low sodium results is unknown. The cause of the patient samples being run outside of the tube manufacturer specifications is user error. The instrument is performing according to specifications. No further evaluation of the device is required.